Event description:
Status post bilateral subglandular inframammary gels (unk size/type-no records) for augmentation. Pt developed contracture and had closed capsulectomy soon afterwards, once a few months later and the 2nd time several yrs later. Pt has had some other self closed capsulotomies as well, but denies other history of trauma. Pt notes right is decreased for few yrs and left is firmer. Pt complains of some local pain. Pt's main complaints are systemic and include arthralgias (positive am stiffness), myalgias, paresthesias, spasms, swelling, fatigue, sleep disturbance, swollen glands, hot flashes/sweats, headaches, temporomandibular joint disease, visual disturbance, memory problems, dry mucus membranes, thinning of hair, oral sores, rashes, sensitivity to sun/cold/chemicals, shortness of breath/cp/costochondritis, postnasal drip, weight loss, gi/gu disturbance.